Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
User facility medwatch (ref: mw5179923) was received stating that the patient¿s implanted device is not working. As such, surgical intervention may take place to address the issue. Initial reporter elected not to be identified.